Manufacturer narrative:
The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products ¿ series-a standard patella 34mm x 8.5mm catalog #: 184766 lot #: 409610, biomet splined knee stem v2 with screw 18mm x 40mm catalog #: 148293 lot #: 269100, vanguard ssk 360 femoral component left 72.6mm catalog #: 185287 lot #: 6053604, biomet 360 offset adapter with screws 7.5mm catalog #: 185212 lot #: 289130, vanguard 360 revision posterior augment with bolt 5mm x 72.5mm catalog #: 185347 lot #: 862360, vanguard 360 revision distal femoral augment with bolt 5mm x 72.5mm catalog #: 185307 lot #: 186000, biomet 360 tibial cruciate wing catalog #: 185651 lot #: 700880, biomet 360 offset adapter 2.5mm catalog #: 185210 lot #: 371710, biomet 360 tibial augment 10mm x 79mm catalog #: 185235 lot #: 830830, biomet splined knee stem v2 with screw 17mm x 40mm catalog #: 148292 lot #: 945540, vanguard posterior stabilized tibial bearing 12mm x 79/83mm catalog #: 185102 lot #: 449000, vanguard ssk posterior stabilized tibial bearing 12mm x 79/83mm catalog #: 185102 lot #: 237190, biomet tibial locking bar catalog #: 141205 lot #: 966260, vanguard ssk posterior stabilized tibial bearing 12mm x 79/83mm catalog #: 185102 lot #: 055590, biomet tibial locking bar catalog #: 141205 lot #: 478950, vanguard ssk posterior stabilized tibial bearing 12mm x 79/83mm catalog #: 185102 lot #: 018270, biomet tibial locking bar catalog #: 141205 lot #: 889430, vanguard ssk posterior stabilized tibial bearing 12mm x 79/83mm catalog #: 185102 lot #: 018270, biomet tibial locking bar catalog #: 141205 lot #: 588070, tibial knee cement mold 80mm catalog #: 433180 lot #: 014870, femoral knee cement mold 70mm catalog #: 432170 lot #: 202630. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the device remains unknown at this time. Review of the device history records identified no related deviations or anomalies during manufacturing. Review of the sterile certificates indicates that the products were sterile when they were released from zimmer biomet control. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2018-10745; 0001825034-2018-10746; 0001825034-2018-10747; 0001825034-2018-10748; 0001825034-2018-10749; 0001825034-2018-10750; 0001825034-2018-10752; 0001825034-2018-10753; 0001825034-2018-10754; 0001825034-2018-10755; 0001825034-2018-10756.

Event description:
It was reported the patient underwent left total knee arthroplasty and developed a staphylococcus aureus infection three (3) weeks post-operatively. The patient underwent multiple polyethylene bearing replacements with irrigation and debridement procedures. As the infection continued, the patient underwent a knee arthroplasty revision and spacer molds were implanted. It was noted during the revision procedure that the patient had necrosis on the incision as well as the patella. Approximately three weeks later, the patient underwent a below the knee amputation. Six days following the amputation, the patient exhibited rheumatoid arthritis in the lungs, a decrease in vital signs and expired.